Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping / scrolling on its own anomaly was noted. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was attempting to bolus and the numbers started to scroll when she was programing the bolus. Customer's blood glucose was 94 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.